Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for carendo, we have found one case with similar fault description (patient fell). The trend observed for reportable complaints on carendo is considered to be low and stable taking into consideration about (B)(4) on field. The device was inspected by an arjohuntleigh representative at the customer site and found to be to the specification. The device was being used for pt handling and in that way contributed to the event, the safety belts was not used according to the directions in the user manual. From our investigation, it appears most common and likely root cause of the event was lack of proper pt assessment before attempting to use the carendo device. According to the instructions for use (IFU) the caregiver obligation is to assess the pt before use with the carendo device and if the safety belts should be used. In the incident scenario the pt fell forward on the chair which suggests that was not in the right mobility category as per IFU for carendo the pt should have mobility to sit in upright position moreover if the pt would have his belts applied, the belt would have kept the pt in the correct position and the incident would be avoided. We have not been able to find any contributing manufacturing anomalies. From this we conclude that this incident was caused as a result of incorrectly following handling procedures as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.